Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his sensor came apart. It was stated that the customer's wife went to remove the needle guard and it pulled off the sensor cannula. The patient's blood glucose was 114 mg/dl. Nothing further was reported.

Manufacturer narrative:
The customer complaint could not be confirmed, the insertion needles were dislodged already and no anomaly was noted during the visual inspection.